Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break or the needle break? Needle, yet in the description the nurse says suture. How was case completed? Item removed and new suture used. No further issues with this box or batch reported. Staff happy to continue. Any adverse patient consequences and what medical /surgical treatment was provided to managed them? No. Item was readily removed very easily. Lot number ak3933. Device return status? If shipped, please provide tracking details. Awaiting appropriate shipping container from cs. They sent incorrect packaging for this request.

Event description:
It was reported that the patient underwent a port-a-cath insertion procedure on unknown date in 2019 and suture was used. The suture needle broke beneath the patient¿s skin. The needle was removed during the procedure and another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was reported performance needle breakage. An actual suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Macroscopic plastic deformation observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.